Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, following clip deployment the device was difficult to remove from the patient arteriotomy. The access ports were used unsuccessfully. Counter traction and assertive pull were used to remove the device. The clip of the device achieved hemostasis; however, five minutes of manual arterial compression was required to stop the oozing. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed it was fully clip-deployed and the returned condition substantiated the reported difficult device removal after the clip deployment. Inspection of the returned device suggested that the locator wings were initially bent during the thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. However, contradicting the reported information, it was found that the access ports and safety release were not utilized to facilitate the device removal. Forcibly pulling out the device would result in the vessel locator wings detaching at the distal retaining ring as observed. All broken wings remained securely attached within the locator. Every vessel locator wings assembly was inspected and tested for proper assembly during manufacturing. The reported prior arteriotomy closure using an angioseal device in the target groin could have contributed to broken wings. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No manufacturing or quality deficiency was detected. Based on the investigation, there does not appear to be any indication of a product quality deficiency. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality problem.